Event description:
The complaint was reported by a customer in the UK. Delivery issue.

Event description:
The complaint was reported by a customer in the UK. Delivery issue.

Event description:
The complaint was reported by a customer in (B)(6). Delivery issue.